Event description:
As reported, while the device was in place on patient, the connectors of this disposable pressure transducer disconnected. There was no allegation of patient injury. Patient demographic information unable to be obtained.

Manufacturer narrative:
Follow up is on going to clarify whether the device is available for evaluation. An investigation has been initiated to consider any potential factors that may have contributed to this complaint. A supplemental report will be forthcoming with the evaluation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). Finally, no product was returned for evaluation. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully.